Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 6/22/2015. The fse found that the rinse block tubing was clogged. The fse replaced the tubing, which repaired the leak and the failing controls. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from the probe backwash of the coulter hmx analyzer with autoloader while running controls. The instrument was generating vote outs on latron controls when the leak was noticed. The volume of the leak was about 5 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.